Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user clinic. Additional information was obtained through follow-up with the clinic's facility administrator (fa). The fa stated the blood leak occurred within the first thirty minutes of hd treatment. The blood leak was reported to be internal. The fa confirmed the blood leak was visually observed in the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The dialysate was tested with a blood test strip, and it tested positive for blood. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user clinic. Additional information was obtained through follow-up with the clinic's facility administrator (fa). The fa stated the blood leak occurred within the first thirty minutes of hd treatment. The blood leak was reported to be internal. The fa confirmed the blood leak was visually observed in the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The dialysate was tested with a blood test strip, and it tested positive for blood. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.